Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a navitor with radiopaque markers, 27mm, c was selected for an implant. The sizing of the annular dimensions of the native valve was: annulus:perimeter: 78.3/ derv.:23.5min: 23.4, asc. Aorta: 31.9, lvot: 24.9, stj:28.8, sov h: 21.2 the patient developed atrioventricular block during pre balloon valvuloplasty with a non-abbott device requiring a permanent pacemaker implant. There was two resheathing done, one in the left ventricle. After full deployment of the valve with a final depth of non-coronary cusp (ncc): 4mm, the left coronary cusp (lcc): 4, the patient developed a mild paravalvular leak requiring a post balloon valvuloplasty. Paravalvular leak trace after post balloon valvuloplasty. The patient is stable.

Manufacturer narrative:
An event of the atrioventricular block and mild-moderate perivalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pvl could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstance as post-implantation balloon-aortic valvuloplasty (post-bav) was performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.